Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer loaded 30 units of insulin during the fill tubing process but did not observe any insulin in the tubing. There was no impact during the customer's blood glucose level. During troubleshooting with tandem technical support, air bubbles were noted in the tubing. Customer was guided through reloading and filling the cartridge with new tubing successfully.